Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The final customer lot was identified. One component knife lot was used to make up the customer's identified lot. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. A complaint history examination revealed this was the first complaint received for the customer's identified lot number and the associated component lot. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. (B)(4).

Event description:
A surgical technician reported that knife blades were not sharp. Procedure and patient involvement information is unknown. Additional information has been requested.